Event description:
Patient undergoing laparoscopic cholecystectomy. Surgeon applied first two clips, and then the device would not fire another. Surgeon removed it from the abdomen and tried to fire it again. Clip applier failed to function again. Another clip applier had to be provided to complete the operation.